Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise and high out-of-range impedance measurements on the right atrial (ra) lead in addition to intermittent high out-of-range impedance measurements on the left ventricular (lv) lead. Additionally, an alert for low intrinsic right ventricular (rv) lead amplitude was found. The ra lead was programmed off until such a time that a procedure is performed to revise the implanted leads. There were no reported instances of inappropriate therapy or adverse patient effects. This system remains in service at this time.